Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 the surgeon noticed that the metal part inside the jaw came off (unhooked). The surgeon pointed that he was using the device according to the IFU and was able to use it until the incident occurred. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Based on the photo provided by the hospital, a photographic inspection was conducted. The photo shows the jaws of the harvesting tool. The heater wire appeared detached from the tip but remained attached to the base of the hot jaw. Charred tissues were also observed on the jaws. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissues were observed on the tool handle and jaws. The silicone insulation on the jaw appeared intact with no signs of cracks nor delamination. Microscopic inspection showed the heater wire to be flexed away and detached from the tip but remained attached to the base of the hot jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 the surgeon noticed that the metal part inside the jaw came off (unhooked). The surgeon pointed that he was using the device according to the IFU and was able to use it until the incident occurred. A replacement device was used to complete the procedure. The hospital did not report any patient effects.